Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that an out of range telemetry message was observed when attempting to interrogate this pacemaker. Numerous troubleshooting techniques were attempted but were not successful. No adverse patient effects were reported.